Event description:
The complainant reported a 59-year-old male patient in a cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Post impella cp insertion, the peel away was removed and reposition sheath was placed without any issue. In the intensive care unit, the patient became agitated and with movement access site bleeding was noted. Manual pressure was held without success. The impella cp was removed and an impella 5.5 was placed. The patient survived the explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be patient movement because the patient became agitated and the movement caused the bleed around the repo sheath.